Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device replacement for normal elective replacement indicator, automatic mode switch episodes due to noise on the atrial lead were noted. The lead was capped and insulation damage was noted during the procedure. The lead was replaced and the patient was in stable condition.